Event description:
It was reported the patient had a sudden loss of stimulation and therapeutic effect. The patient noticed a deduction in therapy after a colonoscopy the week of this report. The patient has parkinson¿s disease and their symptoms of feeling stiff and being unbalanced returned. The patient checked the implantable neurostimulator (ins) and realized the ins was at 2.5v and elective replacement indicator (eri) was reached. The patient had contacted their healthcare professional (hcp) and a replacement was scheduled for the following week. The cause of the event was not determined and it was unknown if was device related. Impedances were measured and electrode 11 had an open circuit. Following the replacement the patient felt fine.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.